Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the afx2 distal main body, type iiia endoleak of the afx2 main body and aortic cuff and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The infrarenal angulation was 64.7°. This likely contributed to the type iiia endoleak but could not conclusively be determined. The initial procedure is off label due to use of concomitant devices not compatible with the afx system per device IFU (ovation limb extension lcia). It is unclear if this contributed to the reported event. The final patient status was reported as discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3- awareness date: updated. H6- investigation finding codes: removed 3233. H6- investigation conclusion codes: removed 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal, an afx vela infrarenal, and an ovation ix extender on (B)(6) 2017. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. It was reported on 24 april 2024, that the routine follow-up identified a type iiib endoleak. On (B)(6) 2024 intervention occurred and physician elected to reline with afx2 bifurcated stent graft, an afx vela suprarenal, and two (2) afx vela infrarenal. The type iiib endoleak and a type iiia endoleak in the apex of the bend were resolved. Reportedly, the patient has bad scoliosis. The patient was reported as doing well, post-secondary procedure.